Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up a right ventricle lead conductor break was suspected due to increased ohm measurements observed at over 3000. Surgical intervention occurred in which a new right ventricle lead was implanted. The suspected lead was capped and remains implanted. No further adverse patient effects were reported. Given this is the only information that was provided surrounding this event this case has been concluded. Should further information become available an updated report will be submitted.